Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture in all pacing configurations. In addition increased threshold measurements were revealed. A lead fracture was suspected at the suture sleeve site. A revision procedure was performed. While attempting to remove, the lead broke and a portion of the lead could not be removed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found to be in two segments. The terminal segment was 578 mm in length, with conductor coils that were stretched and extended past the cut end of the insulation. The second segment was a portion of lead insulation measuring 395 mm in length that contained stretched conductor coils. The tip segment of the lead was not returned. The lead was confirmed to be fractured approximately 448 mm from the terminal pin; this fracture appeared to be just distal of the suture sleeve tie-down area. The conductor coils were deformed 427 mm and 430 mm from the terminal pin, and the polyurethane tubing was compressed 430 mm and 435 mm from the terminal pin; both were likely due to sutures tied down on the suture sleeve.

Manufacturer narrative:
According to available information, a portion of the lead will be returned. Upon receipt, analysis will be performed and this event will be updated.